Event description:
It was reported that during a right hemicolectomy procedure, the hand activation switch on the device did not work. Another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
Date sent: 08/08/2007. Information anticipated, but unavailable at this time.